Event description:
It was reported that the patient underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent spinal fusion surgery from a c5-7 to t1 using rhbmp-2/acs. The patient underwent a cervical spinal fusion surgery, installing hardware and fusing c3-c4. Immediately following the surgery, the patient began suffering extreme headaches, neck pain, bilateral arm and leg pain, neck swelling, restricted breathing, being out of breath, and paralysis and numbness in both hands and legs. The patient complained that since the surgery, the pain became so extreme she could no longer bear it. On (B)(6) 2010, the patient underwent surgery where hardware and rhbmp-2/acs were implanted at t12-l1 due to bulging disc (as per surgeon). After these surgeries, the patient suffered extreme headaches, neck pain, bilateral arm and leg pain, neck swelling, restricted breathing, being out of breath, and paralysis and numbness in both hands and legs. The patient was partially paralyzed, immobile, and in constant pain. She had to use opioids to control her pain.